Event description:
Procedure; lower anterior resection. Reportedly, the instrument was applied to tissue and fired however it did not apply any staples. The surgeon hand sutured the surgical site and fired a similar instrument and then resected the tissue. There was bleeding and approximately 100cc of blood was lost and surgery times was extended by 45 minutes.